Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the cannula deployed early, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device was received fully deployed. No timeouts or drive stalls were seen in the download data. The download data indicates that the pod delivered 56 pulses and completed both first and second prime before being deactivated. The inspection of the needle mechanism found no abnormalities. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Investigation found no damages or defects that would result in the reported needle deploying early. Although no problems were found, it could not be determined when the device deployed.